Event description:
Information received via an optometrist. The optometrist reported a patient came to his office on 2/17/06 c/o a red, painful eye with excessive lacrimation and photophobia. The patient had been wearing acuvue oasys contact lenses on an extended wear basis. Upon examination the optometrist observed a 2 to 3mm mid-peripheral corneal ulcer. The anterior chamber was clear. The patient reported awaking with severe pain that eye. The patient was wearing glasses at the visit and the optometrist said he recalled patient's visual acuity was about 6/9. The optometrist thought the ulcer may have been infectious and the patient was referred to an emergency room for treatment. The optometrist said he spoke with the patient after the emergency room visit and was told that the treating consultant said this was a serious injury and the initial treatment was "drops" every hour around the clock. The optometrist said the patient has left his practice and he does not expect to get any additional information.